Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as a paper lid and a winding formed with a parked detached needle and an un-dispensed suture of product code w9133h, lot hj5dtqm was returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that needle came out from suture. The product code w9133h contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. Per the sample condition the assignable cause of performance pull off suture needle, was caused by suture degradation exposure to environment. A manufacturing record evaluation was performed for the finished device product code lot hj5dtqm, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle came out from the suture. There were no adverse patient consequences reported. No additional information was provided.